Event description:
It was reported that in (B)(6) 2014, the patient was sitting on the couch and the implantable neurostimulator (ins) went ¿haywire.¿ the patient reportedly ¿felt like she was being electrocuted,¿ noting it was hard to breathe, her whole left side of the body started to contort, and her mouth could not close. The patient¿s head went to her should and she ¿was not able to move her head, had no control of her left side of her body.¿ furthermore, the patient¿s left arm and leg were ¿contorted, twitching and were twisting.¿ during the 15 minute episode, the patient could not straighten out her body or turn off stimulation. After the episode, the patient turned stimulation off for a day and the episode had not occurred since then. Follow-up is being conducted to determine cause and any actions being taken.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).